Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial artery. A 10.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilation. However, during inflation at 25 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Pro code (product code): dqy. Device evaluated by MFR.: athletis device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon pinhole was identified located at the distal marker band. As per athletis specification the rated burst pressure for this device is 30 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both marker bands were undamaged and present on the shaft of the device.

Manufacturer narrative:
Pro code (product code): dqy.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial artery. A 10.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilation. However, during inflation at 25 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.